Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded loose drive support disk. The insulin pump unable to prime during the prime/a33 test due to protruded loose drive support disk. No a33 alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed an error rand that insulin was "squirting" out during the manual prime process. The caller stated that no numbers appeared on the screen, no beeps were heard, and that the drive support cap was protruding. It was noted that the insulin pump's piston continued to move forward after reservoir contact. The blood glucose reading was 176 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.